Manufacturer narrative:
Additional information: h6, h10 device: one smiths medical cadd legacy pump was returned for analysis with a scratched lens. During analysis, the customer's reported issue regarding "ec 1720" problem was not able to be duplicated. It was noted that this was power backup capacitor failure. The system was not reading the correct voltage on the backup cap and a repair or replacement is required. There was one entry in the log, but operation of the pump did not induce any errors. Several attempts were made using the switch and pulling batteries to power cycle it. The event was recorded on 12-may-19 and the pump was used until (B)(6) 2019 without any more errors. Service will replace the backup capacitor as a preventive measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information received a smith medical cadd legacy 6400 pump alarmed 1720. Event occurred during testing and date of event unknown. No patient involvement or adverse events.